Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported surgery was scheduled for (B)(6) at 8:20am. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was still leaking and that the therapy has not worked for the patient since about 3 months ago. The patient has tried to increase stimulation and has tried to change programs, but nothing has worked. The caller reported that the patient had an appointment with their healthcare provider (hcp) on (B)(6) and would like a manufacturer representative (rep) there for possible reprogramming. The caller further indicated that the patient's hcp is considering removing the ins, but nothing was scheduled at the time of the original call. A later call on (B)(6) the consumer reported that the patient's ins died in (B)(6) 2017 and the patient's symptoms came back. The patient's hcp was planning to hold off on device replacement and try botox with the patient. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device quit working and the batteries went dead. They changed the device level and nothing worked. The leakage returned. No further complication reported.

Manufacturer narrative:
Updated to serious injury as patient reported device was planned to be removed, just no date scheduled yet. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient stated that their healthcare professional (hcp) was going to do surgery to remove the device because it's not working very well for and causing problems like pain in their hip. Patient reported having the device for 4 years. Device was going to be removed but confirmed hcp has not scheduled date for removal and not sure if the device would be replaced. No further complications were reported.